Event description:
It was reported that post op of a coronary artery bypass graft procedure when the surgeon harvested the savenous vein, the device jammed and he could not fire the device. He used a second clip applier to continue the procedure. The patient had been in recovery for 4-5 hours when the attending nurse noticed excessive blood in the drain; the surgeon decided to return the patient to the operating room and perform an additional surgery. When he observed the vein site there was a missing clip and the clip line was leaking. The surgeon then sutured over the clip line to stop the leak. The patient required 2 units of blood and additional time in ICU. Patient has now been released home at this time. Device was discarded at the account earlier that day.

Manufacturer narrative:
The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter's display was found to be cracked/broken. If any additional information is available, the FDA will be notified in a follow up report. At this time, we consider this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report ; 510(k)# is k082590.

Event description:
The lay user/patient contacted lifescan alleging the meter has a damaged display. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.